Event description:
Customer reported air bubbles in the tubing area. Customer also states that the insulin pump did not alarm no delivery. The blood glucose reading is 350 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Evaluated one opened/used reservoir. Inspected the reservoir, snap-cap and septum for anomalies. None were found. Ran the occlusion test as follows: the reservoir was filled with diluent, and connected to a new infusion set. Installed reservoir and connector into the insulin pump and performed the manual prime. Visual fluid flowing through the infusion set and out the catheter tip noted. The reservoir was not occluded.